Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient had been having a problem with incontinence over the last week or so ((B)(6) 2016) and had an inability to maintain a steady stream of urine. It was more of a 'dribble'. The patient was worried about accidents occurring due to this. It was indicated the patient could not feel stimulation. The patient had just increased amplitude yesterday ((B)(6) 2016) and initially felt stimulation sensation but had since dissipated. It was noted it seemed to come on after he was in the hospital because he had bleeding and clotting in the bladder. He was there for about 5 days while they were irrigating the bladder and were able to get rid of all of the blood and clotting in the bladder. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the representative clarified some setting for the patient. It has been helpful in achieving a good balance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.